Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4mm and there was minimal calcification present minimal along the right coronary cusp rcc (more along the left coronary cusp/mitral annular curtain). During procedure, the activated clotting levels were 303,307s and heparin was given. A pre-implant balloon valvuloplasty (bav) done. After pre-bav, a new onset left bundle branch block was noted. The final implant depth was 5mm. A post-implant balloon valvuloplasty was done with two 25mm non-abbott balloons due to moderate perivalvular leak (pvl). The patient had a brief episode of junctional rhythm, and temporary pacing wire was placed until night. The patient also had second-degree atrioventricular (av) block, high grade av block and transient complete heart block. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported stable and discharged on (B)(6) 2026.

Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak and atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported paravalvular leak and complete heart block could not be conclusively determined. The reported surgical intervention, unexpected medical intervention, and hospitalization were due to case-specific circumstances as temporary pacemaker was left in overnight and a permanent pacemaker was implanted the following day.